Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the system cubie had failed. A technical support specialist instructed the customer that the cubie needed to be replaced with a functioning unit from the pharmacy. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower user was unable to issue the medication warfarin 2.5mg tablets. When user attempted to retrieve the medication, the tower opened the drawer with the cubie, but the cubie wasn't locked in, and the tower froze. Troubleshooting was unsuccessful. Therefore, user was advised to contact the pharmacy. There were no adverse events or injuries reported based on this incident.